Event description:
Additional information received indicated that the patient¿s rv lead exhibited high out-of-range (oor) shock lead impedance via the patient¿s monitoring system. This is an on-going issue; the patient is continuously monitored at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated that defibrillation threshold (dft) test was performed on this patient a day prior to the detection of another oor sli measurement. The physician will further investigate with the clinic. No adverse patient effects were reported.

Event description:
Additional information was received that a revision procedure was performed. The device and rv lead were explanted due to increased shock impedance measurements greater than 125 ohms. No adverse patient effects were reported during the procedure.

Event description:
Boston scientific received information that this patient's home monitoring equipment detected a high out of range shocking impedance for this patient's right ventricular (rv) lead. The patient was brought in for evaluation and isometetrics were performed which could not illicit any additional out of range measurements. The physician plans to monitor the lead for now. To date, no adverse patient effects have been reported.